Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts assisted the caller in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy. The issue was resolved.